Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. The customer's blood glucose (bg) level was 318mg/dl and a correction bolus via the pump was delivered to address the bg level. A cartridge change was performed resolving the issue.